Event description:
It was reported that during the implant procedure, it was difficult to place the lead due to the patients anatomy and phrenic nerve stimulation. The lead exhibited high thresholds. The lead was not used.

Manufacturer narrative:
Analysis found normal device characteristics.